Event description:
During routine breast biopsy procedure, localization wire was positioned in pt. Surgeon determined the lesion was a cyst and attempted to remove the wire, wire broke near hook during removal, but surgeon was able to remove.